Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal baclofen via an implantable pump. It was reported that a patient had a new system implanted on (B)(6) 2026. It was stated that the procedure was straight forward and there was successful intra-operative catheter aspiration. The next day "[(B)(6) 2026]", the patient developed further spasms. They investigated and did a bolus, but the patient did not respond to it. They then sent the patient back to the theatre and they had a full catheter revision. An intra-operative catheter aspiration was performed on the old catheter and they did not get any cerebrospinal fluid (csf). During the time, they re-opened the abdominal side where the pump was and there was clear fluid that just came out of the abdomen. They did not know if this was csf or baclofen. The surgical team wanted to send the catheter back for diagnostic purposes. It was also stated that the pump segment was really hard to take out of the pump. Actions/interventions taken included explant of the system and it was replaced with a new system. It was unknown if the issue was resolved at the time of the report.

Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# unknown, implanted: (B)(6) 2026, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.